Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked retainer, minor scratched lcd window, missing display window cover, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, cracked case (battery tube), cracked battery tube threads, faded serial number-address label, partially broken off belt clip rails, and scratched case. Cosmetic damage was confirmed on the belt clip (partially broken) during analysis. For additional information regarding the tests performed refer to (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported damage to the pump and belt clip rails damage. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed for the cosmetic damage and there was no physical damage on the retainer ring. And the pump will be replaced. No harm requiring medical intervention was reported. Mmt-1780kpk was requested and the device was returned for analysis.